Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
It was reported that the camera head no longer switches on. There were no reports of patient harm.

Event description:
It was reported that the camera head no longer switches on. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the camera head no longer switches on, probably due to damaged connectors. The cable unit sustained damage, there was deterioration to the electrical contact, and the coupler stopper is deteriorated and frayed. Based on the results of the investigation, the camera head no longer switches on, probably due to damaged connectors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.